Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue - other has been completed. The logs confirmed the reported complaint. The first "air in purge system - event occurred after three day of case start. The purge cassette was replaced and it maintained pressure initially. However, multiple "air in purge system - event alarm along with "purge system open- alarm occurred, at which point the pressure gradually decreased and could not be restored. Subsequently, the prep replaced the purge cassette but encountered no pressure and could not complete the purge procedure (purge wizard) and a "purge fluid not detected" error message was displayed. The aic was rebooted and the purge cassette was connected to aic without the pump, but was displayed the same "purge fluid not detected" error. Real time (rt) log data shows the no purge pressure after the purge cassette was changed. As a result the aic was replaced, however the further details regarding the exchanged aic and used purge cassette and pump, was not available. Device analysis: the console was returned to for further analysis, however the error was not reproduced. The aic was tested with the purge cassette and pump and no issues were found. The purge pressure sensor operated within the specification. Root cause: the root cause of the "air in purge system" alarm could not be determined due to the inability to reproduce. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26851 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The user facility reported during impella mechanical circulatory support to a patient (unknown age and gender), the automated impella controller (aic) air in purge system alarm occurred, displayed de-air incomplete and did not proceed. The issue did not resolve when the cassette was exchanged; however, it resolved with exchange of the aic. The patient continued on support, and there was no harm to the patient as a result of the event.

Manufacturer narrative:
The initial reporter's first and last name is unavailable at the time of this MDR writing and has been indicated as "unknown" accordingly. The automated impella controller device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.